Manufacturer narrative:
Physio-control asked the customer to replace the usb download cable as a precaution.

Event description:
The customer contacted physio-control to report that their device would intermittently turn off and would turn back on when the 'on' button was pressed. In this state, the device may cause more than a 30 second delay in delivering defibrillation energy. There was no report of any adverse effect to the patient as a result of the reported issue.

Manufacturer narrative:
The customer was unable to provide any further information for the event or the patient. Patient fields in which information was not provided were intentionally left blank. Physio-control evaluated the customers device and was unable to duplicate the reported issue. Physio replaced the device's battery pins and re-seated and cleaned all power connections and battery contacts as a precaution. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device would intermittently turn off and would turn back on when the 'on' button was pressed. In this state, the device may cause more than a 30 second delay in delivering defibrillation energy. There was no report of any adverse effect to the patient as a result of the reported issue.